Manufacturer narrative:
During the initial investigation several flakes and grooves were observed on the inner diameter (ID) of the returned ewc. No loose particles were seen. This condition was duplicated on a new ewc pulled from stock after "vigorous scraping" with an endoscope tool. Endoscope tools such as forceps are designed to have sharp edges and the damage seen during the procedure is consistent with excessive force by the user. To mitigate the risks the sdbs under manual includes the following warning. "Never use excessive force (1 kg force (10n) during the insertion or extraction of the locatable guide or endoscopic tools through the ewc."